Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Functional check and infusion testing were performed. The customer's reported problem was not verified. No error code regarding "44508" alarmed when powering up and infusing the customer's pump. However, error code "44508" was found recorded in the pump's event log. Based on the reviewed from the pump event history log, service replaced the pump micro processor board to correct the reported problem. The root cause of the issue is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code lec 44508. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information:date of event.